Event description:
It was reported that bd prn adapter loose component and leakedthe patient was returned to the ward postoperatively. Postoperative medication administration was completed, and the nurse sealed the catheter with a heparin cap to maintain its integrity. During shift handover, it was discovered that a component of the heparin cap had spontaneously detached, resulting in contamination of the catheter and minor blood leakage from the patient. The nurse immediately removed the contaminated catheter and reinserted a new one, causing the patient unnecessary distress. The family expressed dissatisfaction. Medical staff successfully reinserted the IV catheter, enabling the patient to receive intravenous therapy through the newly placed line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 4351808. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
No additional information.